Event description:
I inserted dexcom g7 in arm it was hurting all day, but you don't want to take it out unless its a severe pain because replacement takes about 10 days so you have to do without. My arm was hurting worse that day so I took it off. The g7 had hit a nerve in my arm. My whole arm hurts -2 fingers were going numb-hand is very weak. I have a hard time sleeping because arm is painful. The next problem was the sensor had an error reading that would not go away. If you call for replacement they ask question after question. It is also a lie no more finger sticks you have to take your blood glucose just as much because the meter is so far off about 35%-40% of the time. Sometimes more than a 100 points off.